Event description:
It was reported that the left ventricular (lv) lead had "bad impedance measurement." During the lv lead replacement procedure the physician could not unscrew the lv lead from the device. The physician replaced both the lv lead and the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a missing grommet. The returned device indicated a missing set screw.